Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010, inratio: 3.1. Date: (B)(6)2010, inratio: 1.4. Date: (B)(6)2010, inratio: 1.8.

Manufacturer narrative:
Investigation pending.